Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The investigation determined the reported the single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is filed due to a single leaflet device attachment (slda). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4 with an anterior leaflet 2 (a2) flail/prolapse. One mitraclip was implanted, reducing the mr to grade 1-2. There was no device malfunction. On (B)(6) 2022, a follow-up echocardiogram was performed. The implanted mitraclip had detached from the posterior medial leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda) with recurrent severe mr observed. Per physician, the slda was due to the patients anatomy. The implanted clip had been far out on the leaflet and commissural. There were no clinical symptoms associated. There was no treatment provided and no additional hospitalization required due to the event. No additional treatment had been provided.